Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 00001244 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2020-01175 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter), and for product code d134802 (carto vizigo¿ 8.5f bi-directional guiding sheath,medium).

Event description:
It was reported that a male patient ((B)(6)) with history of coronary artery disease, hypertension, chronic obstructive pulmonary disease, atrial fibrillation and dyslipidemia, underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed st segment elevation requiring heart catheterization. A carto vizigo¿ 8.5f bi-directional guiding sheath, medium, was also used during the procedure and had a hemostatic valve separation issue. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was displaced to where it could be seen in the clear hub portion when the dilator was removed from the sheath causing excessive back bleeding from the patient. The physician had to keep his finger over the end to stop blood free flowing from valve body. No medical/surgical intervention was required. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be coded as a serious patient event and only MDR reportable as a product malfunction. It was then that after cavotricuspid isthmus (cti) line and after the right-sided ablation with a thermocool® smart touch® sf bi-directional navigation catheter was completed, the physician moved the catheter to the left atrium (la). When the physician flushed the ablation catheter, the smartablate remote alarmed (unknown error) and the physician stated that the smartablate¿ irrigation tubing set was leaking. The caller stated that an air embolism was suspected and was believed the tubing stopcock was turned the wrong way, though the physician believed the tubing was leaking. The patient then displayed st elevation and a heart catheterization was performed and found normal. After heart catheterization, the smartablate tubing was replaced, and the ablation was continued. The case was completed without further consequence. It is unknown if extended hospitalization was required. Physician¿s opinion regarding the cause of the adverse event is that it was device related. It has been determined that given that a cardiac catheterization was performed to assess the patient condition, this event it is to be conservatively reported as a serious adverse event. The air embolism will not be considered to be MDR reportable since it was only suspected but was not confirmed.

Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for analysis. The product investigation was subsequently completed. It was reported that a male patient (111 kg) with history of coronary artery disease, hypertension, chronic obstructive pulmonary disease, atrial fibrillation and dyslipidemia, underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed st segment elevation requiring heart catheterization. A carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was also used during the procedure and had a hemostatic valve separation issue. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was displaced to where it could be seen in the clear hub portion when the dilator was removed from the sheath causing excessive back bleeding from the patient. The physician had to keep his finger over the end to stop blood free flowing from valve body. No medical/surgical intervention was required. Device evaluation details: device was inspected and hemostatic valve was observed pushed inside the luer hub. Microscope analysis was performed, the brim cap and the silicone ring were found in good condition however the hemostatic valve results showed evidence of stress marks on the outer diameter (picture attached). It is possible that the damage was generated with an object and/or excessive manipulation. The hemostatic valve could have been detached due to the dilator wrongly introduced, however this could not be conclusively determined. No other anomalies were observed. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)